Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: one plate (part 449.633, lot 5857821), six intact screws (part family 497.6xx quantity 4 and part 401.508 quantity 2), and seven broken screws (part family 497.6xx) were received for investigation. The intact implants are scratched and marred in a manner consistent with implantation and removal. No voids or dark spots were found at the screw fracture sites; this is indicative of material homogeneity. Per the complaint condition, the broken screws were the result of a self-inflicted injury. There were no product design or manufacturing issues found with the returned parts. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records for the broken screws was unable to be performed since the lot numbers are unknown. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting date of event: unknown. (B)(4). Unknown when device was initially implanted. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal and revision surgery on (B)(6) 2016 after an injury to a patient¿s mandible resulted in seven (7) broken screws: four (4) of which were 2.4 mm titanium (ti) locking screws and three (3) unknown screws. The patient was originally implanted with a plate and thirteen (13) screws on an unknown date for a right mandible fracture repair. During the removal surgery, the plate and thirteen (13) screws were removed. Seven (7) of the explanted screws were broken, the remaining six (6) screws and plate were explanted intact. There were no fragments that remained in the patient. The patient was revised to a new plate and screws. The procedure was completed successfully with the patient reported as being in stable condition. Concomitant medical products: locking reconstruction plate (part #449.633, lot #5857821, quantity 1); intact, unknown screws (part #unknown, lot #unknown, quantity 6). This is report 2 of 5 for (B)(4).